Manufacturer narrative:
(B)(4). It was reported that due to mesh erosion, pain and dyspareunia the patient underwent mesh removal on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02140. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with diagnostic cystoscopy and posterior colporrhaphy and mesh removal (initially reported on (B)(6) 2009), due to cystocele, rectocele, urethral hypermobility and sui. It was reported that the patient underwent a laparoscopy appendectomy, left arm wound biopsy, diagnostic laparoscopy, rigid anoscopy and vaginal examination on (B)(6) 2012, due to severe right lower quadrant abdominal pain, erosion of vaginal mesh, paget¿s disease with lesions of the upper extremities and rectal pain. It was reported that the patient underwent removal of posterior vaginal wall mesh, uterosacral ligament suspension of the vaginal vault, anterior colporrhaphy, and perineorrhaphy with placement of xenograft, cystoscopy and urethrolysis on (B)(6) 2015, due to vaginal mesh erosion with cystocele, vault prolapse, rectocele and voiding dysfunction. No additional information was provided.